Event description:
During an embolization procedure, the orbit complex fill coil prematurely detached, and it was left in the microcatheter. The physician was able to remove the coil from the pt, by removing the delivery system with the microcatheter. After the removal, the coil was not stretched. There was no reported pt injury.

Manufacturer narrative:
The pt was admitted for embolization of (rpca) right posterior communicating artery aneurysm that measure 5.9x5.2mm. After deployment of four coils, the 5th coil (orbit complex fill 638cf0510) was being reposition in the aneurysm and the coil control (feedback) was lost. The coil was 2/3 in the aneurysm and 1/3 in the sl 10 microcatheter when the feedback of the coil was lost. During repositioning of the coil, the microcatheter was outside the aneurysm and the physician was attempting to advance the microcatheter over the coil back into the aneurysm. The physician indicated that the coil might have been too long for the target area. The delivery system was removed, but the coil remained in the microcatheter. Both, the microcatheter and the coil were removed as a unit. There was no resistance during the procedure with sl 10 and the orbit coil, and the vessel was not tortuous or calcified. Another system was utilized to complete the procedure and there was no pt injury. The product was received for analysis, but the assessment has not been completed. Add'l info will be submitted within 30 days upon receipt.